Event description:
Consumer called to report needing medical assistance after being unresponsive in the morning. Was taken to the ER for treatment. Believes the meter needs replacing because she was treating herself on high readings.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.